Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was observed on the right atrial (ra) lead in unipolar and bipolar configuration due to a suspected insulation breach. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.